Event description:
Dozens of clotted specimens from neonates in our nicu. Specimens drawn by nurses with well over 30 yrs experience who never had clotted specimens to this extent and now having frequent clotted specimens. The babies have to be re-stuck twice and even 3 times to get a satisfactory specimen. Retraining has been done on correct heel stick techniques and blood collection on correct heel stick techniques and blood collection but only a small improvement in the number of specimens needing recollected is noted. Consultation with (B)(6) revealed similar issues from nurses who, like ours have 30+ yrs of experience. Frustration is high due to having to have babies endure so many re-draws. Suspect anticoagulant in tubes less or changed in last several months that has caused this drastic increase in the amount of clotted specimens - especially when the practice of the caregivers has not changed in that time - yet the number of clotted specimens has skyrocketed.